Manufacturer narrative:
(B)(4).

Event description:
It was reported that "upon opening the product during product preparation, the protective guard, extension line and guidewire were found to be kinked/bent." It was reported that the event occurred prior to use on the patient. The device was not used. There were no patient involvement and no adverse patient impact or injury associated with this event.